Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use one resolute onyx coronary drug eluting stent to treat a moderately tortuous and calcified lesion located in the distal lad. The lesion was pre-dilated. The device did not pass through a previously deployed stent. It was reported that during advancement of the stent through the catheter that the device was pulled back to reposition it and stent dislodgement occurred. The dislodged stent was snared back to the femoral artery and fully recovered from the patient. The procedure was completed using two other resolute onyx stents. The patient is reported to be alive with no injury.

Manufacturer narrative:
The device was inspected before use. It was reported that it difficult to remove the sheath. Negative prep was not performed. The inflation device remained on neutral pressure during delivery of the device. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.